Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The kinemax femoral component was revised in to provide the pt with full extension and flexion.